Event description:
It was reported that the customer experienced a high blood glucose reading of 417 mg/dl, which was treated with the insulin pump and manual injections. The customer stated that he is a brittle diabetic and had a stressful day. He stated that he did not believe that the issue was device-related, advising that "it is just him." He noted that the insulin pump alarmed lost sensor and low reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.